Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients and all the station was unable to remove the medication even in critical override mode. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating, and they confirmed the server showing all stations in critical override mode. The technical support specialist dialed into the app and assisted in resolving the issue by updating the datasync 2.0 client sync message acknowledge interval setting from 10 minutes to 5 minutes. Then the issue was resolved by the hospital it team.